Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined, and it is unclear whether the reported intermittent non-intuitive motion that occurred was attributed to the harmonic ace instrument or the patient side cart (psc) patient side manipulator (psm) on which the instrument was installed. Intuitive surgical, inc. (Isi) has not received a device on which to perform failure analysis investigation. A follow-up MDR will be submitted if additional information is obtained. Manufacturer report number 2955842-2023-11826 contains the information pertaining to the harmonic ace instrument. An advanced review of the system logs was completed by an isi failure analysis engineer, and the system did not have any errors that indicated fault with the system. However, this procedure did contain errors indicating ¿drift¿ during following caused by the surgeon not having their hand on the master tool manipulator. These errors cannot be directly attributed to the event that occurred. The complaint mentioned that the event occurred 20 minutes before the end of the procedure. No errors line up with the timing of the event. This is considered a reportable adverse event and malfunction due to the following conclusion: during a da vinci-assisted total gastrectomy procedure, the patient experienced a splenic arterial rupture. The issue occurred when psm 1 with a harmonic ace instrument installed experienced intermittent non-intuitive motion 20 minutes before the end of the procedure. The bleeding was an unexpected part of the procedure. The surgeon made the clinical decision to convert to open. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted total gastrectomy procedure, the patient experienced a splenic arterial rupture. The issue occurred when the patient side manipulator (psm) 1 with harmonic ace curved shears instrument installed experienced intermittent non-intuitive motion 20 minutes before the end of the procedure. The psm could not move normally. Per the intuitive surgical, inc. (Isi) field service engineer, the cause of the bleeding ¿could not be identified¿. The bleeding was an unexpected part of the procedure. The surgeon made the clinical decision to convert to open. The blood loss amount is unknown. It is unknown whether blood transfusions were administered. The bleeding was not believed to be related to a da vinci instrument or accessory and therefore would not be available for return because ¿the hospital thinks it has nothing to do with the device and will continue to use it¿. The patient¿s current status is unknown. The surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The timing of the instrument movement was not appropriate. There was no shakiness or friction experienced or observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. It is unknown whether the movements of the surgeon scaled appropriately to the instrument. It is unknown whether the instrument moved in the intended direction. The lot number of the drape that the instrument was attached to is unknown. The drape is not available for return. The instrument was inspected prior to use and no damage was observed. The instrument is not available for return. The same system was used in a second procedure that day with no observed issues. No images or video were available for isi review.